Event description:
A malfunction alarm reported by the customer indicated a malfunction code of 12-0x2071. There was no reported impact to the customer¿s blood glucose level. The pump exhibited several malfunctions, and a replacement pump has been provided to the customer.